Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the shocking was unknown. The patient was instructed to leave the stimulator off, and the patient/hcp were discussing ins replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was replaced on (B)(6)2018. The rep was to send the ins back for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling a shocking sensation at the ins site when the battery is 75-100% charged and that they will feel it until the battery is below 75%. The patient was feeling shocking even at 0v with stimulation on. The patient has to turn stim off or wait till battery is below 75% to get rid of the shocking. It was noted that the impedances were within normal limits. It was noted that the patient had fell in (B)(6) 2017 on the side of the device, and that they went to the ER but that the site looked fine. It was also noted that during the call the patient was feeling shocking at 0v while the rep was switching between programs. The patient also felt shocking with palpatations and that the ins site felt sore/sensitive when touched. No further complications were reported.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4), the implantable neurostimulator (ins) was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.665 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Additional review indicated conclusion results/method codes are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.